Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed. It would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. The allegation of ipg unable to communicate to rc or cp was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event".

Event description:
It was reported that during a paddle lead replacement procedure (MFR. Report no.: 3006630150-2024-07316), the patients implantable pulse generator (ipg) had high impedances and was not connecting to the clinician programmer as well as the remote control. It was determined that the ipg was non-functional and was replaced with a new one. The patient was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a paddle lead replacement procedure (MFR. Report no.: 3006630150-2024-07316), the patients implantable pulse generator (ipg) had high impedances and was not connecting to the clinician programmer as well as the remote control. It was determined that the ipg was non-functional and was replaced with a new one. The patient was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.